Event description:
The MFR was notified that during the implantation of a cphv top hat aortic valve, a small piece of the handle of a mitral rotator broke off and fell into the pt's chest cavity. The piece was retrieved with no adverse effects to the pt. Hospital personnel stated that the product was approx 1.5 yrs old. It was disposed of after the operation. After the incident, the nurse initiated and inspection of other carbomedics instruments in use at the hosptial and found most of them showed signs of cracking. The nurse replaced the instruments with spares that were on hand.